Event description:
I am using a dexcom g7 sensor. After 5 days of usage the dexcom app notified me of "senor failed- replace sensor". The sensor still appears to be adhered properly. I only got 5 days of what should be a 10 day use.